Manufacturer narrative:
Upon confirmation from the customer, this unit was incorrectly reported as having broken brakes. No brake issue existed with this unit.

Event description:
It was reported via repair work order that the brakes were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.